Manufacturer narrative:
(B)(4): n560 monitor was connected to a/c power and turned on and unit was allowed to run for a week. No issues with readings or signal were observed.

Event description:
Covidien received a report of a n560 not alarming. With a max-n sensor used on an infant's big toe, the monitor will work correctly for one to two days providing readings. After one to two days, the monitor will start to show all dashes, and will not alarm. This current n560 was tested with a ds100a sensor by the customer, it had all audio, and was able to alarm with the ds100a sensor. There was patient involvement but no harm or incident. There was no patient identifier or information about his condition provided. On (B)(6) 2015 the initial reporter informed covidien that changing to the oxi-a/n and oxi-p/I sensors seems to correct the issue. He further stated that the max-n sensor in use may have had damaged wiring.

Manufacturer narrative:
(B)(4)